Manufacturer narrative:
It was reported that during an unknown procedure, after connecting, the monitor showed "sureshot targeter no found". The associated sureshot targeter, used for treatment, was returned and evaluated. A visual inspection of the device shows the cord is deeply cut and the cord is damaged/squeezed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. This device was manufactured in 2014. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A second generation targeter has been released and is available for use. Please reference device 71692851 when replenishing. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during an unknown procedure, after connecting, the monitor showed "sureshot targeter no found". The backup device was not available and dr. Had to perform, a freehand technique to insert the screws under c-arm.